Manufacturer narrative:
Device manufacture date: march 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported they implanted a xen®45 gts into the left eye with the semi open ab-interno approach with a combined cataract procedure. Patient initially did well post op. It was reported that "the patients iris tents up although xen tip away from iris at initial follow up visits." A little over a month and a half after implant, it was reported the bleb was flat and intraocular pressure (iop) was up to 30mmhg. Yag laser procedure was performed at the stent in the anterior chamber. After the procedure, it was noted that the iris was clear and the iop of patient had reduced to 12mmhg and a small increase in bleb size was thought to be seen post laser. Events have resolved.